Event description:
It was reported that the rv lead had intermittent capture, unacceptable thresholds, and varying impedances. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.